Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the seal plug was removed when the needle drive stuck it. The physician was able to replace the seal plug and there were no observations of noise when programmed in secondary or alternate. The field representative wanted to know if the device can be used. Technical services (ts) explained that seal plugs can create issues with sensing and recommended the device to be replaced. The attempted device was removed, and a new device was implanted successfully. Ts requested to return the device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure the seal plug was removed when the needle drive stuck it. The physician was able to replace the seal plug and there were no observations of noise when programmed in secondary or alternate. The field representative wanted to know if the device can be used. Technical services (ts) explained that seal plugs can create issues with sensing and recommended the device to be replaced. The attempted device was removed, and a new device was implanted successfully. Ts requested to return the device. No adverse patient effects were reported.